Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/ possible perforation due embedded essure") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. E66863) inserted for female sterilization. The patient's medical history included multigravida, parity 3, uterine bleeding, abdominal cramp, crohn's disease, perineal pain, low back pain, anxiety, augmentation mammoplasty in 2014, thyroidectomy, plastic surgery to the face, human papilloma virus test positive, adenomyosis and follicular cyst of ovary. Previously administered products included for an unreported indication: iud. Concurrent conditions included cervical intraepithelial neoplasia I, bleeding menstrual heavy, fever, pain, cramp in lower abdomen, dysfunctional uterine bleeding, hair loss, anxiety, weight gain, spotting vaginal, amenorrhea, thyroid disorder, intramural leiomyoma of uterus, abdominal pain, adhesion, myofascial pain syndrome, diarrhea, nausea, rectal pain, vomiting, enuresis, urinary frequency, hematuria, menstrual disorder, vaginal bleeding, vaginal discharge, vaginal pain, thyroid nodule, thyroid cancer, hypothyroidism, cervicalgia, kyphosis, myalgia, palpitation, psoriasis, arthritis and abdominoplasty since 2010. Concomitant products included blood transfusion, auxiliary products, diazepam, ibuprofen and medroxyprogesterone acetate (depo-provera). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, and right ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: no filling of the fallopian tubes are demonstrated. There are bilateral essure prostheses in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/ possible perforation due embedded essure") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. E66863) inserted for female sterilization. The patient's medical history included multigravida, parity 3, uterine bleeding, abdominal cramp, crohn's disease, perineal pain, low back pain, anxiety, augmentation mammoplasty in 2014, thyroidectomy, plastic surgery to the face, (B)(6), adenomyosis and follicular cyst of ovary. Previously administered products included for an unreported indication: iud. Concurrent conditions included cervical intraepithelial neoplasia I, bleeding menstrual heavy, fever, pain, cramp in lower abdomen, dysfunctional uterine bleeding, hair loss, anxiety, weight gain, spotting vaginal, amenorrhea, thyroid disorder nos, intramural leiomyoma of uterus, abdominal pain, adhesion, myofascial pain syndrome, diarrhea, nausea, rectal pain, vomiting, enuresis, urinary frequency, hematuria, menstrual disorder nos, vaginal bleeding, vaginal discharge, vaginal pain, thyroid nodule, thyroid cancer, hypothyroidism, cervicalgia, kyphosis, myalgia, palpitation, psoriasis, arthritis and abdominoplasty since 2010. Concomitant products included blood transfusion, auxiliary products, diazepam, ibuprofen and medroxyprogesterone acetate (depo-provera). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, and right ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: no filling of the fallopian tubes are demonstrated. There are bilateral essure prostheses in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.